Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that numerous inappropriate episodes of auto mode switch due to high frequency noise were seen on a remote transmission. The patient is being monitored remotely, and no revision is planned at this time. The patient was stable.